Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutr-29, serial/lot #: (B)(4), ubd: 10-sep-2022, UDI#: (B)(4). Product analysis: the valves remain implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant procedure of this transcatheter bioprosthetic valve, the valve dislodged and a second transcatheter valve was also implanted. The day following the valve implant procedure, complete heart block associated with syncope was observed. A temporary pacing was required and medication was administered. Temporary atrial flutter was as observed. Ultimately, a permanent pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: the previously supplemental medwatch 2025587-2022-00574 was submitted with the incorrect g3 - date MFR rec. The correct date for the new information was (B)(6), 2022. Conclusion: it was reported that during the implant procedure of this transcatheter bioprosthetic valve the valve dislodged. Potential factors that can influence a valve dislodgement include tension applied on the dcs during positioning, calcification levels, compliance of the native anatomy and user technique. Based on the information, the conclusive cause of the dislodgement could not be determined. Dislodge events are typically not related to a device malfunction. Subsequently a second transcatheter valve was implanted. The day following the valve implant procedure, complete heart block associated with syncope was observed. Temporary pacing was required and medication was administered. Temporary atrial flutter was then observed. A permanent pacemaker was implanted on the first post-operative day. Conduction disturbances are known potential adverse effects per the device IFU and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the tav. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. A conclusive cause could not be determined from the available information. It was also reported that seven days following the valve implant, arm weakness occurred. A computed tomography (CT) imaging identified ischemic lesions. Stroke is a known potential adverse effect per the device instructions for use (IFU). Multiple factors can influence a stroke. Its etiology may include embolization of calcific debris, patient medical history and procedural factors. Based on the available information, a conclusive cause of the stroke could be determined. This event does not allege a device malfunction occurred. Thus, a device history review (DHR) was not required as the event did not indicate a potential manufacturing issue. Updated: h6 - eval code conclusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. Additional information was received that confirmed the permanent pacemaker was implanted on the first post-operative day. No adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that seven days following the valve implant arm weakness occurred. A computed tomography (CT) imaging identified ischemic lesions. Treatment was not reported. The stroke event was reported as resolved twenty-one days following the valve implant. No additional adverse patient effects were reported. Updated data: g1, h6 annex e and f codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Previous report(s) in this series should have contained the following narrative text: "this report is being submitted as part of a retrospective review and remediation for CAPA 564121 per (B)(4)." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that hemoglobin values from 11 days post valve implant through 19 days post valve implant were 11.1, 10.9, 11.0, 11.1, 11.0, 10.8 and 10.4. No treatment reported. No additional adverse patient effects were reported. Further, information noted that two days following the implant of the transcatheter valve, thrombopenia occurred due to heparin treatment. Baseline platelets measured 160 grams per liter (g/l) to 76 g/l. 3500 international units of heparin were provided at two different times on the date of the valve implant procedure. As reported, the heparin was administered for the pacemaker implant the day following the valve implant. Two days following the implant of the transcatheter valve, heparin-induced thrombocytopenia was discovered in the context of thrombocytopenia on lovenox. The thrombopenia resolved 4 days later. The patient was transferred for cardiac rehabilitation. No other treatment reported.

Manufacturer narrative:
Updated data: b5, h6 annex f correction: h6 - eval code result/annex c this report is being submitted as part of a retrospective review and remediation per d00916038 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.